Event description:
Subsequent to the initially filed reports, it was stated that the detached tip segment of the guide wire was not removed. No additional information was provided.

Manufacturer narrative:
B5 - describe event or problem: the procedure description was updated.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the information, it is likely that the difficulty advancing was due to anatomical conditions which was described as 95% stenosed and it was reported that the barewire tip had entered a dissection that was already present in the anatomy and caused resistance for the barewire. The difficulty advancing likely compromised the barewire tip resulting in separation when the stent delivery system was being delivered. As a result, unexpected medical intervention was required to embed the separated tip with a stent in the common carotid artery. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the common carotid and internal carotid artery bifurcation with 95% stenosis. The lesion was pre-dilated and the emboshield nav6 embolic protection system (eps) was deployed. It appeared that the barewire had entered a dissection that was already present in the anatomy and caused resistance for the barewire. During stent delivery, it was noted that a piece of the barewire tip had separated and was pushed from the guiding catheter into the vessel. A stent was used to fix the segment of the tip to the common carotid artery. No additional information was provided.